Event description:
It was reported that the patient's wife called the hotline for a second time this evening and stated her husbands pump was alarming no disposable. Instructed caller to press stop/start to silence alarm. Pump settings reviewed. Rate is 50.0 ml / 24 hour period. Pump restarted and screen reads run. Instructed caller that should the pump alarm again to call back to the hotline and we can troubleshooting further with removing the cassette if needed. Instructed caller to call back if they need any further assistance, caller verbalized understanding. Informed caller I would be initiating an rga on this pump. No further needs. No additional information available. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.